Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The universal seal accessory was analyzed and found be broken at the luer fitting. A piece measuring approximately 0.265" x 0.306" was returned. The complaint regarding the broken cannula seal was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the tip of the cannula seal, where the insufflation tubing connects, broke. There was no additional information provided. Isi followed up with the initial reporter and obtained the following additional information: it is unknown if the seal collided with any instruments during the procedure. It is unknown if any fragments fell into the patient, but if a fragments did fall into the patient it was retrieved during the same procedure. There were no reports of patient injury. It is unknown how the issue was resolved.